Event description:
A (B)(6) year old female admitted for not-healing ulcer with ischemia of the right great toe. During procedure to open anterior tibial vessel, tip of guide wire broke off. Approximately 2 mm of the tip of a pt graphix was unable to be retrieved. Extensive manipulation of the wire was required without ability to open occluded vessel.